Event description:
Report received indicated that patient experienced itching under the tape collar. States that "it has worsened over time and skin appears splotchy and red in varying locations." Patient experienced the condition during an unk period prior to complaint receipt. The patient cleanses with an unk brand of soap and water then rinses and applies the barrier; the wear time is seven days. Skin care was reviewed with the patient. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in may 2011. The data presented is from three different product applications. The report states that there are no significant trends.